Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed an irritation under the front therapy electrode pad. The irritation was described as not open and resembling acne. The patient saw a doctor who described the irritation as a heat rash. Doctors recommended the patient to use hydrocortisone cream and prescribed triamcinolone (B)(6) which reportedly caused the irritation to improve.